Manufacturer narrative:
H3: updated analysis: product:9560100, item:10,lotno:554293 cloudy image and breakage of the internal lens were observed during inspection at the time of receipt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of event: japan. B3: event date is unknown. H3: product analysis # (B)(4): product:9560100, item:10, lot no:554293 image cloudiness and damage to the inner lens were observed during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having micro endoscopic discectomy (med) therapy. It was reported that the scope was cloudy/not clear. There was no patient involvement/symptom reported. There were no further complications reported regarding the event.